Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was black. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was black. A field service engineer identified a faulty drawer controller on drawer 5.2 that caused the station to go down. The controller was replaced, and all station functions returned to normal. Proactive inspection was performed on the station. The system functioned as intended after the field service engineer repaired the device.